Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. The hardware investigation of the returned positioning sensor unit (psu) found that the reported event was related to an electrical issue. The returned psu powered up without the amber fault light on but it came on after a few minutes. A check of the event log revealed an intermittent history of low illuminator current and battery voltage. Otherwise, the psu passed an accuracy test (aak) at .23 mm with a passing threshold of .35 mm. The reported event was confirmed by vendor analysis and replaced. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that there was a camera issue. The camera did not work. There was no patient present when this issue was identified.